Event description:
It was reported that during the implant attempt, the right ventricular lead had high lead impedance. The readings ranged from 94 ohms to 114 ohms and the lead impedance appeared to increase with each subsequent test. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.